Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line). This event occurred during the initial drain cycle of peritoneal dialysis therapy while being connected. The patient did not properly prime the patient line before connecting. The technical service representative assisted the patient in clearing the alarm and advised the patient to restart therapy with new supplies. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, not priming the line completely is a known cause of this alarm. Proper user instructions are addressed in ?the homechoice and homechoice pro apd systems patient at-home guide? Which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set and warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The patient is also told to verify that the patient line is properly primed before connecting. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a supplemental medwatch will be submitted.